Event description:
The customer contacted physio-control to report that they were using their device to monitor a patient and the device powered off unexpectedly when they attempted to print the code summary. They were able to power the device back on and continued to use it to monitor the patient. There were no reports of any adverse effects to the patient. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly, battery wire harness assembly, and battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop when certain functions are activated, which may result in the device losing power unexpectedly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device to monitor a patient and the device powered off unexpectedly when they attempted to print the code summary. They were able to power the device back on and continued to use it to monitor the patient. There were no reports of any adverse effects to the patient. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.